Event description:
It was reported that a right ventricular (rv) lead exhibited varying and unstable lead impedances. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patients right ventricular (rv) lead triggered a lead integrity alert (lia) with increased short interval counts (sic) and high impedance. The lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).